Event description:
It was reported that the ventilator had an ln vent 1 alarm condition. It is unk if the ventilator was connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na